Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that during check, the mechanism that take the cable was blocked in cardiosave intra-aortic balloon pump (iabp). There was no patient involvement.

Manufacturer narrative:
The event does not meet the definition of reportable event. The complaint is not reportable to us. No additional reports will be sent for this mfg report number 2249723-2025-0001896.

Event description:
Na.